Manufacturer narrative:
Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and reportedly, the customer failed to properly cycle the cartridge. The customer reloaded the cartridge and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.